Event description:
Information received from the (B)(4). Treatment of a left unruptured lobular ica (internal carotid artery) sidewall aneurysm measuring 11.9mm x 4.8mm in size. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013, involving two pipelines. During the deployment of the first pipeline, the device was stuck in the capture coil due to the tortuosity of the vessel and there was some invagination of the distal end of the stent. Upon release of capture coil, it was removed from the patient and a second pipeline was deployed inside the first pipeline and a sceptor balloon was used in an attempt to achieve full wall apposition; however, they were only able to angioplasty the proximal segment. The sceptor balloon system was replaced with a hyperform balloon system and full wall apposition was achieved. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00588.

Manufacturer narrative:
(B)(4):on (B)(6) 2013, the patient presented with mild, non-serious nausea, vomiting, and headaches that were treated with medication and resolved by (B)(6) 2013.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient (B)(4).